Event description:
The manufacturer received information alleging a ventilator initiated the o2 level alarm, and was making a hissing sound. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegations were confirmed and the system pca was replaced to repair the device. The device was then returned to the customer.